Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/26/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial# (B)(4)); smartablate generator (model# m-4900-07 serial# (B)(4)); smartablate pump (model# m-4900-08 serial# (B)(4)); webster cs catheter (model# d-1263-07-s lot# 17747629m); pentaray nav eco catheter (model# d-1282-11, lot# 17738714l). (B)(4).

Event description:
It was reported that a female patient, in her early (B)(6), underwent an ablation procedure for focal atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention), and death. During the procedure, after mapping, the patient became hypotensive and a pericardial effusion was detected via ultrasound. Pericardiocentesis was performed and yielded 640 ml of fluid and the patient stabilized. In addition, patient required open heart surgery. Patient required extended hospitalization as a result of the adverse event. On post-procedure day 1, the patient expired secondary to ¿pump complications¿, as her heart would no longer pump with an ejection fraction of less than 19%. Patient factors cited that may have contributed to the adverse event include ¿paper thin¿ atrial wall tissue, per the cardiothoracic surgeon during open heart surgery. Physician¿s opinion regarding the cause of the cardiac tamponade is that it was related to patient condition. It was noted that the adverse event likely occurred during transseptal puncture. Physician did not provide a causality opinion regarding the death event. No autopsy results have been made available. Transseptal puncture was performed with an unspecified needle and an unspecified sheath. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Power was not titrated. Irrigated catheter was set on low flow. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There were no errors reported on any bwi equipment during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a female patient, in her early 80s, underwent an ablation procedure for focal atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis and surgical intervention), and death. During the procedure, after mapping, the patient became hypotensive and a pericardial effusion was detected via ultrasound. Pericardiocentesis was performed and yielded 640 ml of fluid and the patient stabilized. In addition, patient required open heart surgery. Patient required extended hospitalization as a result of the adverse event. There were no errors reported on any bwi equipment during the procedure. Product investigation: the returned complaint device was visually inspected and a reddish material was found on the luer hub. Magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. Then, a deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, due to the reddish material observed, further failure analysis was performed including catheter dissection. It was found that the irrigation tube was occluded with a reddish material along the irrigation tube, however, no damage was observed on the tubing. The force feature was not able to perform due to the irrigation issue, however, there were no errors observed on carto 3 during testing.. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tube. Correction: is hospitalization initial/prolonged was inadvertently missed from being checked in the initial MDR. Field has been checked in this supplemental MDR. Manufacturer's ref # (B)(4).